Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On 0(B)(6) 2025, it was reported that the patient experienced a sensor error after which the experienced a hypoglycemic event. The day of the event, around 08:00pm, the patient experienced loss of consciousness. The cgm display was showing a sensor error at that time. The patient was brought to the hospital and when a fingerstick was taken the blood glucose reading was 20 mg/dl. The patient was treated with intravenous glucose and fluids. No further treatment was reported to be needed and the patient was discharged on the next day at 09:00am. Initially the patient stated they were still very tired and had no energy, but later it was confirmed that the patient had recovered and was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.